Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During the procedure, the valve on the sheath leaked. The physician was able to complete the procedure with minimal blood loss. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
A review of the complaint history, device history record, manufacturing instructions, specifications, trends, and quality control documentation review of the device was conducted during the investigation. The complaint device was leaked tested using hemostats, and it was found that the device leaks around the silicone disc through the center of the 5512 cap. The check-flo performer "y" body assembly was disassembled, and we found a lot of glue to be located on the threads and inside of the 5512 cap. Previous investigation of this product has found that excessive glue has previously been used when assembling the check-flo "y" body, which can cause leakage similar to what was found while leak testing.